Event description:
A customer contacted stryker for checking of their device. During evaluation stryker observed that customer's device would not provide defibrillation therapy. There was no patient involved in the reported event.

Manufacturer narrative:
After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and verified the reported issue. The cause of the reported issue was isolated to the therapy pcb assembly, however further root cause could not be determined.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and confirmed that the device would not provide defibrillation therapy.

Event description:
A customer contacted stryker for checking of their device. During evaluation stryker observed that customer's device would not provide defibrillation therapy. There was no patient involved in the reported event.